Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a small hole was found in the catheter, but it was unclear if it occurred upon attempt to remove the catheter or when the saline was instilled or if it was defective from the beginning. There was no patient injury reported. Per the complainant on (B)(6) 2019 via email, the urologist pulled the catheter with the balloon still inflated. There was no harm to the patient.

Event description:
It was reported that a small hole was found in the catheter, but it was unclear if it occurred upon attempt to remove the catheter or when the saline was instilled or if it was defective from the beginning. There was no patient injury reported. Per the complainant on (B)(6) 2019 via email, the urologist pulled the catheter with the balloon still inflated. There was no harm to the patient.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Per evaluation, no abnormalities were found on the returned catheter. No leakage was observed on the returned catheter as per the reported problem. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use."